Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. It was unknown if there was an adverse impact on the customer¿s blood glucose level, as the customer declined to answer. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.